Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet left atrial appendage occluder was implanted using a 12f amplatzer torqvue 45x45 delivery sheath. During procedure, the patient's activated clotting time (act) was 260 seconds, and there were two partial deployments during the procedure. It was reported that it was relatively difficult to implant the device. The patient remained hemodynamically stable throughout the procedure. Five hours after the procedure, a pericardial effusion was noted. The effusion was drained with a pericardiocentesis, and the patient was monitored for 24 hours. After observation, there was no effusion noted. The patient was stable and discharged.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
N/a